Manufacturer narrative:
Based on analysis results, the device was not retuned to our quality assurance laboratory and was unable to be inspected. The evaluation of the event suggested that the interaction between the user and device caused or contributed to the reported event.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with difficulty with inflating the device. The physician noted the device was smaller and the pump button was pressed instead of the pump itself, which made it difficult to inflate. The ipp pump was explanted and replaced. There were no patient complications reported.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with difficulty with inflating the device. The physician noted the device was smaller and the pump button was pressed instead of the pump itself, which made it difficult to inflate. The ipp pump was explanted and replaced. There were no patient complications reported.